Event description:
Pt developed abdominal pain while performing in hosp on (B)(6) 2019 with flu like symptoms, tachypnea, shortness of breath and suspicion of peritonitis. Pt was admitted to the hosp with multiple symptoms including flu like symptoms that he reported had been on going for around 1 week, abdominal pain, tachypnea and shortness of breath. He was worked up for possible peritonitis and started on antibiotic therapy. He continued to deteriorate and on (B)(6) 2019 he arrested and soon after passed away. Pt's home peritoneal dialysis cycler had recently been exchanged to the fresenius liberty model. It is unk as to what if the switch to the new machine contributed to his death. Infectious disease has reported a spike in peritoneal cases following the change over to the fresenius liberty cycler starting in late (B)(6) 2019.